Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while prepared to rely on alternate method if needed, and technical support arranged shipment of replacement pump.